Event description:
Poking pinching pains since I received essure. Weight gain, pelvic and lower back pain that's constant, headache, foggy brain, heavy bleeding, tiredness, the filling of being swollen all the time.